Event description:
It was reported that during service and repair/ pre-testing, it was observed that the attachment device had no rotation. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had no rotation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to degradation/improper maintenance, due to a lack of lubrication, and improper cleaning. This was further defined as misuse, abuse and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.